Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that a tampon came apart upon removal. She experienced nausea, abdominal pain, nerve pain, rash and abnormal periods. She sought medical attention and an ultra sound was performed. They were unable to diagnose why she was experience the symptoms and no pieces were found inside.